Event description:
The customer reported that 5 samples from pts with known antibodies were reported as negative by the galileo. The samples tested positive using a gel method.

Manufacturer narrative:
Customer did not return product or specimens for investigation. Testing performed on the retention lot of capture-r ready-screen (pooled cells) confirmed the presence of the c, e, fya, k, and jka antigens. The limitations section of the package insert for capture-r ready-screen (pooled cells) states, "antibody screening tests employing pooled reagent red cells will not be as sensitive as those incorporating the red cells of unpooled single donors" and "negative reactions will be obtained if the test specimens contain antibodies present in concentrations too low to be detected by the test method employed." The results appear to be related to the nature of the samples. There was no transfusion of incompatible blood based on the results.